Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the physician attempted to peel the introducer at the end of the case, but the introducer abruptly stopped peeling three inches below the hub. The physician had to use scissors to finish removing the introducer, and indicated that this had been the third time this had occurred. No patient complications have been reported as a result of this event.